Manufacturer narrative:
(B)(4). To date, the incident generator has not been received for evaluation. If the unit is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a colonoscopy, the generator stopped working. The surgeon was using an unk type of snare to removed the polyps. The generator was removed from the surgical field and another type of generator was used to complete the procedure. After the surgery, the surgical staff noticed that the pt's colon had been perforated.